Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers and cubies had failed, required maintenance and unrecoverable. A field service engineer inspected the device and found no lights present on the controller boards for the main smart half height drawer 4.1 and 4.2 and discovered that the drawer 4.1 drawer controller and module controller boards had failed. Further, the engineer replaced the drawer controller and module controller boards to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es storage speace, drawers and cubies failed and were unrecoverable and required maintenance. The user rebooted 3 times and shut down for 20 minutes once. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.